Manufacturer narrative:
Integra has completed their internal investigation on december 21, 2017. As the issue is not linked to the design of the product, no DHR, design specification or design change record will be performed. This is the first incident reported about an inadvertent use of 4.3 mm long drill 519006 with medium drill guide 519178 and medium soft tissues protector 519183, due to a bom issue. The analysis highlights several discrepancies between surgical technique/shipping list and recommended uses of these products. To this end, global review of panta surgical techniques (us, (B)(6) and english) and associated shipping lists (us/except (B)(6)/for (B)(6)) will be performed throughout non-conformity record. Immediate action is to modify our shipping lists to avoid wrong use.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that there is an issue with the bom of the panta. Drill (B)(4) can only be used with soft tissue protector (B)(4). The soft tissue protectors ((B)(4)) are optional, but (B)(4) is not. This is an issue because the (B)(4) has accidently been used with soft tissue protectors (B)(4) and the incorrect screw length has been determined since these are incompatible. Bottom line: (B)(4) needs to be considered as optional and removed from our travel sets at dsv to avoid incorrect screw measurement and confusion. Additional information received on (B)(6) 2017: according to the bom, (B)(4) needs to be in the set but (B)(4) and (B)(4) are optional (= not in the set) this causes an issue because the (B)(4) is in the set and can mistakenly be used with medium drill guides that are in the set ( (B)(4)). This occurred once during surgery at (B)(6) that the incorrect length was determined, it was unclear at the time why. When the sr is revising the set, she has noticed this issue. Date of the event unknown.